Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, after deploying the clip, the device was difficult to remove. The device was removed by using both counter-traction and a forceful pull. Manual compression was applied for 20 mins to achieve hemostasis. There was no reported adverse pt effect. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.